Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient and rep indciated that the patient can not recharge the ins. This was first discovered at the patients post op appointment. When doing patient education at the post op appointment it was almost impossible to recharge. It took two people to help the patient recharge by holding the recharger very tightly over the battery and the connection was not stable. Connections and impedances were checked and the lead appeared to be fine. It was reported that the battery does feel like it is at an angle (not flat under the skin). The patient had a pocket revision on (B)(6) 2024, as the hcp felt that battery placement was an issue. The patient is doing well, and able to recharge now.

Event description:
2024-sep-06: rep reported not being able to recharge patient's implant. At one point when it did connect it showed poor recharge quality. Technical services(ts) had rep tried getting the device into passive recharge mode(prm) and it gave numbers from 40-57, but when the paddle was over the junction box or other metal object it gave 94 and 100. Rep said she can feel the implant with her finger, device might be at an angle. Since rep has an extra controller and recharger, ts recommend using the equipment to see if anything changes. If there is no change then implant depth and angle is the problem. 2024-sep-30: additional information was received from a manufacturer representative (rep). The rep reported that they think it will not recharge well due to the battery being slanted. That is what tech support had helped us think through over the phone when troubleshooting. We have brought this up to the provider and he is going to assess at her next appointment. It has not yet been resolved, provider has been notified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.